Event description:
The previously reported mi was approximately 30 months post index procedure and not 18 months as previously reported.

Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted to the 3rd obtuse marginal. Approximately 18 months post index procedure the patient suffered an mi. The mi was treated with medication. Investigator indicated that the reported mi was not related to the study device. Three days post mi patient death occurred. Cause of death was assessed as dyspnea, hypoxia and myocardial ischemia secondary to hypoxia. Investigator indicated that the reported death was not related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (death, myocardial infarction). Conclusions: inherent risk of procedure (death, myocardial infarction). (B)(4).